Manufacturer narrative:
Results of evaluation: conclusion; based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip would not feed into the jaw and spitted. The clip did not fall into the pt. A new device was introduced to complete the case. There was no consequence to the pt.